Manufacturer narrative:
Update: h3, h6 device evaluation: follow-up report submitted to document the device evaluation.

Event description:
Per the customer, cracks were found in the support column of the device which could lead to an inaccuracy. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, cracks were found in the support column of the device which could lead to an inaccuracy. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.